Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise from a left ventricular assist device (lvad). The s-ICD remains in service and there have been no adverse patient effects reported.